Event description:
Complainant alleged that the medics defibrillated a pt in complete cardiac arrest, five times. The first shock was delivered at 200 joules, and the second shock was administered at 300 joules. The remaining three shocks were delivered at 360 joules. The medics then attempted to deliver a sixth shock at 360 joules, but upon the delivery of the shock, the medics observed an arc, emanating from the center of the anterior pad. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction. The complainant indicated that the pads were discarded subsequent to the event.